Event description:
It was reported that the patient experienced pericardial effusion due to a micro perforation from either the right atrial (ra) or right ventricular (rv) lead. The physician was not sure which lead. Both leads were removed and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If additional information is received, this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient experienced pericardial effusion due to a micro perforation from either the right atrial (ra) or right ventricular (rv) lead. The physician was not sure which lead. Both leads were removed and replaced. No additional adverse patient effects were reported. At this time, the product has been returned and analyzed.